Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the user was hospitalized after the third irrigation, he had shaking, fever and pain. The patient was hospitalized septicemia (3 third episode within two months) the last episode occurred following the used of peristeen. The patient is still hospitalized. When septicemia will be completely treat a coloscopy will be performed, now the patient is clinically stable, no signs of peritonitis. Doctor at hospital excludes a perforation of bowel and reported that it could be old gastrointestinal lesions.